Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that in the thanksgiving week, she ended up going to the emergency room four times. First, on (B)(6) 2020, patient's blood glucose level was 1200 mg/dl due to which she went to the emergency room, where she was treated with pump, given 6 liters of fluid, insulin drip and shots. The next day, on (B)(6) 2020, her blood glucose level went above 800 mg/dl, dehydrated/insulin was not working to lower her blood glucose level, due to which she went to the emergency room, where she was treated with pump, fluids and shots. Again, on (B)(6) 2020, patient's blood glucose level was 1000 mg/dl due which she went to the emergency room, where the patient was treated with pump and shots and was discharged the same day at 11:30 pm. In the morning of the next day, on (B)(6) 2020, patient again went to the emergency room and asked that she would stay in the hospital. The doctor agreed, so she was kept overnight under observation. She was extremely dehydrated and was administered with 6 liters of fluids and placed on an insulin drip, therefore, her blood glucose level came down (above 150 mg/dl) and then to 136 mg/dl. Moreover, the infusion set was last changed on the same day ((B)(6) 2020). Before leaving the hospital, they realized that the tubing had got stuck underneath the adhesive and bent the cannula, due to which the insulin was running down her leg when she was priming the tubing. The patient changed the set out that had bent cannula and blood glucose level started to come down to normal levels. Currently, her blood glucose level was above 150 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.